Event description:
It was reported a patient fell out of bed and broke his hip or leg, and also potentially injured his head. There was no report of an alleged bed malfunction. No additional information is known.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   H3 other text : device evaluated by distributor